Manufacturer narrative:
D10, h3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used in surgery, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and passed. The drill functioned as expected without any issues. In addition, a tka test case was performed, the drill was calibrated successfully and performed as intended. The drill was able to cut the green areas. The drill was disassembled for further inspection. Cable continuity testing was performed and passed with no open circuits. The exposure motor was tested and passed. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated not inserting the burr correctly causing it to not be locked and moving. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, when using the real intelligence robotic drill, there were some issues with the burr going out and retracting, causing some green areas to not be able to be burred down completely during the case. This was not a mapping issue, just burring. The case was able to be completed using the same drill with no delay and no patient impact.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.